Event description:
According to the reporter, during lymphoidectomy surgery, the two devices from the same lot number were presented defective. The first dissector worked for about half an hour. It did not break during cleaning. However, it had a broken tip that became loose and disengaged during use on patient. The device was working intermittently and the tweezers showed red light and error tones. There was no contact with a metallic object. The second device did not activate, it did not work and it provided error tones, red light was observed. Nothing broke and nothing fell into the patient's cavity. The second dissector was not used as it did not activate. It was necessary to replace it with another dissector from same lot. There was no need for x-ray and medical or surgical intervention as well as it did not lead to extended hospitalization or surgery. There was no patient symptoms or complications related to the event. No bleeding occurred. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: scda39, ultrason dissect scda39 curved jaw 39cm, (lot#: 21660193x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector had a cracked waveguide and had been used. Functionally, the troubleshooting found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Manufacturing does 100% inspection during the assembly and packaging processes. The defect sample would have been rejected if found prior to shipping, had it been an assembly defect. Manufacturing records for this lot were reviewed and no non-conformances were found that could have contributed to the failure. No defects or damage were observed in the packaging returned that could have contributed to the reported defect. It was reported that the device had a component that disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device broke during use and the device was difficult to activate. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.